Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 80 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, follow-up computed tomography imaging identified an aortic aneurysm diameter of 80 mm. On (B)(6) 2013, follow-up computed tomography imaging diagnosed a type ii endoleak. On (B)(6) 2014, follow-up computed tomography imaging showed an aortic aneurysm diameter of 66 mm. On (B)(6) 2015, follow-up computed tomography imaging confirmed an aortic aneurysm diameter of 81 mm. On (B)(6) 2015, a side branch of the left internal iliac artery was coiled. On (B)(6) 2016, follow-up computed tomography imaging revealed an aortic aneurysm diameter of 77 mm. On (B)(6) 2017, a side branch of the left internal iliac artery was coiled.

Manufacturer narrative:
(B)(4). Concomitant product(s): patient medication includes: aspirin, enalapril, fluticason, oxazepam, ranitidine, simvastatin, tiotropium. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks.

Event description:
On january 18, 2017, follow-up computed tomography imaging identified an aortic aneurysm diameter of 88 mm.